Event description:
Customer reported high blood glucose readings. Customer's current blood glucose reading is 300 mg/dl and has treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. An air bubble was also noted in the tubing. Customer also mentioned that insulin pump is not delivering insulin and that the correction bolus is incorrect. It was noted that the insulin pump did not make correct calculations based on the information entered. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.